Manufacturer narrative:
The actual complaint product is said to be available for return but had not been received at the time this report was filed. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
A user facility report number (B)(4) was received on (B)(6) 2017. It was reported that an endotracheal tube was placed in the patient and the tube required replacement as there was a tear in the cuff. No additional information was provided.

Manufacturer narrative:
The sample was returned for evaluation. One used sample was received with no product packaging. There is biological matter remaining on the sample after decontamination. The sample was viewed under magnification. There is a lateral tear approximately 2cm from the proximal collar. The tear extends partially around the cuff. No obvious defect was observed.; however, process assessment found no activities or tools that could cause this type of flaw in the tube component; the cause for this incident seems to be outside of the scope of the manufacturing process. All information reasonably known as of 14dec2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).